Event description:
Rptr had purchased two packets of contact lenses for about $20.00. It was not until 2 days later that they decided to try them on. One of the contacts was unusually bigger than the other. It had expanded in the package. Rptr had left that contact alone and decided to open the other container, containing another contact. It looked fine so rptr tried it on. The contact that seemed fine had irritated their left eye tremendously for 2 mins before they decided to take it out. Rptr has worn contacts before on several occasions, so they know some things about contacts and what to look out for. Usually when one wears contacts, it will irritate the eye for a short while, but the irritation usually diminishes within a min. Rptr knows that also, when wearing contact lenses for a long period of time, it can cause irritation because of dryness. Any expansions, tears and extreme eye irritation are unusual for new contacts. Those sorts of things causes corneal abrasion, one of which rptr has experienced before from ignoring those sort of warning signs of defective contact lenses. Rptr reported this to the mgr and some other guy who worked at store. The guy who rptr had never seen before, decided to talk for the mgr because he could speak very good english. The man was very combative towards rptr when they explained their problems to him about the defective contact lenses. Rptr presented these contact lenses to him and asked him for either their money back, or if they could exchange their money's worth for other products. He looked at the product, and could obviously see there was something wrong with them, he took the expanded one out and out it into a white container (the ones you hold contacts in over night) and took one he had already had in there out to give to rptr in exchange. Rptr told him they did not want that contact he was trying to trade them because rptr had no idea where it had been. He was trying to lie to rptr by replying that one can buy contacts in that container if one did not want it in the original packaged form. Rptr knows that there is no way real practitioners can sell contacts in those overnight containers and that they always came in vials or in the packaged form. Then he insisted that he could not give rptr their money back because he will lose money. Rptr asked them if they were licensed to sell these products and they said yes. Rptr had also asked these two men for their first and last names numerous times and they refused on all occasions. Rptr feels they are not real practitioners and are hiding something, they probably had similar complaints from other consumers about these contact lenses that they are selling. Rptr also thinks they were trying to resell a contact lens that a consumer had brought back before because the contact he presented was already opened. He took rptr's contacts so rptr has no physical evidence on these men selling defective contact lenses. Rptr thinks they have cameras, which they were standing right in front of during the incident.